Manufacturer narrative:
Device analysis report attached. This report is submitted on december 21, 2021.

Manufacturer narrative:
This report is submitted on november 19, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to the need of MRI imaging and poor performance with the device. There are no plans to reimplant the patient with a new device as of the date of this report.